Event description:
Customer reported a failure code 814:01. Customer reported there were no patient injuries or medical intervention associated with this report. Customer stated incident occurred before use. Although baxter requested, no additonal information was provided regarding patient demographics, medication involved, or device programming information. No additonal contact information was provided.